Event description:
While closing fascia, it was noticed that the tip of fascial closure device was missing. Site and surrounding area was searched, intraop flouroscopy was requested. Missing tip was found and retrieved.